Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed while filling the reservoir. The blood glucose reading was 330mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.